Event description:
It was reported that during device upgrade, insulation anomaly was observed. Lead abrasion near suture sleeve was noted via fluoroscopy. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the lead tip measuring 49.8 cm was returned for analysis. Internal insulation abrasion was noted at 14.3-15.6 cm and 15.8-16.8 cm from the distal tip. The etfe coating was intact at the same locations. Externalized conductors due to internal insulation abrasion were noted at 31.2-33.2 cm from the distal tip. The re conductor etfe coating was intact at the same location. External insulation abrasion was noted at 43.6-43.7 cm and 43.7-43.9 cm from the distal tip consistent with lead friction to the ICD can. The rv and svc conductor etfe coating was intact at the same location. Without the return of the entire lead a complete analysis could not be performed.